Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the stent became stuck and subsequently moved on the balloon. The target lesion was located in the tortuous and extremely calcified distal right coronary artery (rca). After performing rotational atherectomy and balloon angioplasty, a synergy¿ drug - eluting stent (des) was advanced to treat the lesion. However upon advancing in the proximal rca, the stent became stuck. Upon removal it was noted that the stent started to dislodge from the stent delivery system. The stent was then partially deployed at the proximal region of the rca. A 1.2x12 threader microcatheter was then advanced to fully deploy the remaining portion of the stent, followed by additional angioplasty balloons. No further patient complications were reported.